Event description:
It was reported that this pacemaker was suspected of premature battery depletion and a request was made to have data from this device analyzed. At a previous follow up on december 12, 2019 the estimated remaining longevity was 12 years. During a recent follow up on february 21, 2020 the estimated battery longevity was four and a half years. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was confirmed to have been explanted through additional information that was received from our affiliate. No further adverse patient effects were reported. Should additional information become available on the location of this device for analysis, this information will be provided in the final report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.